Event description:
The event is reported as: complaint alleges: "product found broken upon inspection."

Manufacturer narrative:
Unk if sample is available for eval, therefore, investigation is incomplete. A f/u investigation report will be sent when completed.